Event description:
New information received notes that the rv lead exhibited failure to capture.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular lead exhibited capture anomalies. The lead was capped and replaced on (B)(6) 2020. No patient condition or further information was available.